Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4) the following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability . G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) unknown biomet 3i screw for evaluation. Images are attached. Visual evaluation was performed. The implant had signs of use with bone debris on its internal and external threads. There was a fractured screw stuck inside the implant. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction did occur. Evidence of a fractured screw fragment was identified stuck at the top of the abutment. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event: july 2024.

Event description:
It was reported a fracture of the transfer screw inside the implant #24 which was impossible to remove, so the implant was removed. Procedure completed. Pain, inflammation and edema were reported as a result of the event.